Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm the reported ¿loud noise.¿ however, the reported cutting issue was confirmed, and the pneumatics module was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿poor cutting¿ issue is attributed to a nonconforming pneumatic module. The reported ¿loud noise¿ was not confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.11. The company representative was able to replicate the reported event. The pneumatic module was replaced to address the issue. The module was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed that there were missing parts. Testing was performed. A loud noise was heard during testing and was confirmed to have failed. The component was replaced, and the sample was retested. After the component was replaced, there were no nonconformities were observed during testing. The root cause of the reported event is attributed to the nonconforming component. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy procedure, the ophthalmic vitrector had poor cutting. The surgery was not completed in another facility. There was no patient impact was reported.